Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application on a new smart device the patient had purchased. Dexcom representative confirmed patient had relinquished their transmitter with their old smart device. Dexcom representative then advised patient to stop all background application and to disable all bluetooth devices on their smart device. The patient was then instructed to uninstall their g5 application, reinstall and re-pair transmitter, which was successful. There was no report any injury or medical intervention. No additional patient or event information is available.